Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported having terrible distance vision without correction following an intraocular lens (iol) implant procedure. The vision is affecting her daily life and she was told she will need to wear glasses. Additional information was requested.